Event description:
Constant pain from hernia mesh, kugel composix 10 x 8, in 2006, it fell down and got stuck in my intestines in 2006 and I just found out about the kugel in the past 2 weeks, I am in a great deal of pain, I am unable to work, barely able to walk, having trouble finding a dr to repair the damage. Dates of use: (B) (6) 2003 - (B) (6) 2010. Diagnosis or reason for use: pain.